Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the surgeon performing laparoscopic high anterior bowel resection, fired the intraluminal stapler 33 mm gun as per manufacturer¿s instructions. The device brought the ends together but when he fired the staples they did not form and bring the edges together. Details of injury (to patient, carer or healthcare professional): surgeon had to repeat last few steps of the surgery again to re insert a second anvil and used another staple gun. The second gun fired correctly.

Manufacturer narrative:
(B)(4). Additional information received: no product to be returned.